Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to motor encoder signalout of phase. Analysis was unable to perform displacement test due to motor anomaly. The insulin pump was received with cracked case at lcd window corners and battery tube threads. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 259 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.